Event description:
Customer reported receiving a motor error alarm on the insulin pump followed by a no delivery and an error alarm. Troubleshooting was not performed as the customer was had to go to work. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.